Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the flange on a bd posiflush¿ normal saline syringe was broken before use. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: a sample was received for evaluation. It came in a plastic (B)(6) bag. It has no packaging flow wrap, no tip cap and no saline solution. It has the plunger rod-rubber stopper. The barrel label confirms the lot#7208538. It has the barrel flange damaged therefore failure mode is verified. A device history review was completed and there were no documented issues for the complaint of batch 7208538 during this production run. There were no quality notifications were issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There was no issue documented about barrel flange damaged. Although a definitive root cause could not be determined, it is possible that the plunger rod labeler equipment experienced a variation. Adjustments have been verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.